Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with fortum 250mg, (frequency not reported, ip) and vancomycin (1gm, once a week, ip). It was not reported whether the peritonitis resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the peritonitis was not related to the dianeal pd2 ultrabag therapy.